Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted: (B)(6) 2016; 5076-52 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with chest pain after calculating a heart rate in the fifty beats per minute range. Abnor mal cardiac resynchronization therapy defibrillator (crt-d) function was suspected. The crt-d was programmed to pace at a lower rate of seventy beats per minute. An increase in left ventricular (lv) lead pacing thresholds was also noted. The crt-d and lv lead remain in use. No further patient complications have been reported as a result of this event.